Manufacturer narrative:
It was confirmed with the sales representative that the sensors with inaccurate values were used with hemosphere smart recovery. The device did not have any issues. Since the sensors were not returned for evaluation and without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation, as it was discarded by the facility. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. At this time, follow-up is ongoing with the initial reporter to determine which device in the system is responsible for the inaccurate values. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this acumen sensor, the values did not make physiological sense and continuously bounced around. The rep does not know the expected values or the values that were reported by the sensor. Troubleshooting such as re-zeroing, flushing the line and changing the cables did not help. Foresight sensors were applied on the same patient but the problem remained. There is no patient injury reported.